Event description:
The customer reported by medwatch form that in the process of attaching the monitor leads to the pt, the monitor pulled free of the support bracket on the monitor mount striking the pt in the head causing a laceration.